Event description:
The customer reported that the system exhibited an error message and froze. No patient serious injury or death reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.